Event description:
It was reported that the patient underwent a revision procedure due to the device stopped inflating sometime after implant with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and anew ipp cylinder, pump, and reservoir was implanted. During the procedure the physician observed there was air in the pump and fluid loss from both cylinders being ruptured.